Event description:
The physician gained access with the outback re-entry catheter (otb) and used a .014 balanced heavyweight wire that got stuck and would not allow the needle to be retracted. The wire was then removed and replaced it with a stabilizer. The stabilizer was then advanced though the needle into the true lumen, but the wire got stuck. Apparently the needle was retracted. They had great difficulty removing the otb. The wire tore and the tip was lost in the subintimal space. The wire was not retrieved from the patient. The physician then aborted the attempt and turned the patient over and went through the popliteal artery. This attempt went well. The target lesion was the superficial femoral artery (sfa). The lesion was a chronic total occlusion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00279 and 1016427-2010-00043.

Manufacturer narrative:
The physician gained access with the outback re-entry catheter (otb) and used a .014 balanced heavyweight wire which became stuck and would not allow the needle to retract. The wire was removed and replaced with a stabilizer guidewire. The stabilizer wire was advanced though the needle into the true lumen, but this wire became stuck. Apparently, as the needle was retracted, the wire tore and the tip was lost in the subintimal space. Great difficulty was encountered removing the otb. The separated piece was not retrieved from the patient. The physician turned the patient over and gained new access through the popliteal artery and was able to complete the procedure. The target lesion was a chronic total occlusion located in the superficial femoral artery. There was no reported patient injury. One non sterile outback was received coiled in two plastic bags. Blood residues were observed. A kink was noticed at 2.5 cm from distal end. The cannula's tip was sticking out of the catheter. No other anomalies were found at naked eye. Pressurized water was applied to the catheter from the hemostatic rotating valve and the guide wire port, water exited through the cannula exit port (as expected), and also exited through the cannula. The cannula could not be deployed or retracted, as it was sticking out of the catheter body. No DHR could be performed, since no lot number was provided. The failures reported by the customer could not be confirmed; instead of obstructed, the cannula is stuck at 2.5 cm from tip, and has perforated the catheter wall; this condition may have caused the cannula not to retract. There are no indications that the failure is related to the manufacturing, since there are controls in place in the manufacturing line to this kind of issues to leave the facility. Procedural factors may have contributed to this failure. No action was taken. Although no specific conclusion can be made in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 9616099-2010-00279 and 1016427-2010-00043.